Manufacturer narrative:
H.6. Investigation: two open 32g x 4mm pen needle samples were returned from lot. No. 8331975, cat. No. 320141. Visual examination was carried out on the returned samples and it was observed that the non-patient end of the cannula was bent on both samples. Due to the condition the samples were returned no clog testing could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As the samples returned were open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that an unspecified number of pn 32g x 4mm benelux experienced an inability to deliver insulin/medication during use. The following information was provided by the initial reporter: a family member (aunt) reported to me yesterday a problem with the bd needles she uses to inject her insulin. This is about the 4mm needles, of which apparently quite a few from the same box do not work - no liquid comes through.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of pn 32g x 4mm benelux experienced an inability to deliver insulin/medication during use. The following information was provided by the initial reporter: a family member (aunt) reported to me yesterday a problem with the bd needles she uses to inject her insulin. This is about the 4mm needles, of which apparently quite a few from the same box do not work - no liquid comes through.